Event description:
The customer reported that the bottom half of the touchscreen was unresponsive. There was no patient involvement when the issue occurred. No patient or user harm reported. Per the diagnostics performed by the engineer, the customer reported that the bottom half of the screen was unresponsive. The customer tried to clean the screen and perform a calibration per the service manual; however, they were not able to complete touchscreen calibration. The remote service engineer (rse) provided the part number for the touchscreen (front bezel). Further information has been requested. If additional information becomes available at a later date, a supplemental report will be submitted.

Manufacturer narrative:
The customer reported that the touchscreen was replaced to resolve the issue. The device was returned to service.